Event description:
Event description guidant received information that the chronic shocking lead was displaying fluctuating out-of-range impedance measurements during lead integrity testing prior to dft testing with the replacment device.